Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an oily substance was observed on the inner portion of three guardia access embryo transfer catheters. This observation was made prior to patient contact. The procedure was completed by changing to another new device. The patient did not experience any adverse effects due to this occurrence.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Investigation ¿ evaluation: visual inspection of the returned unused products was conducted. A review of complaint history, the device history record, quality control data and specifications has been performed. Three devices were returned for investigation. A visual examination noted an unknown foreign matter inside the transfer catheters. Review of the device history record noted no non-conformances related to the reported failure. A review of complaint history revealed this is one of two complaints associated with complaint device lot number 8263185 for reported oil substance found on the transfer catheter. Fourier transform infrared spectroscopy (ftir) analysis of similar complaint devices determined that the foreign matter substance is likely to be the silicone based medical fluid used for lubrication during the manufacturing tipping process. This testing suggests that a production related issue is likely to be the cause of this foreign matter event. The silicone lubricant used in production has been mouse embryo assay (mea) tested to ensure safety. There is no reason to suspect that the remaining lubrication on the device would have presented a risk for embryo loss if the device had been used. Based on the information available the cause of this issue is manufacturing related. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.